Event description:
It was reported that the customer had experienced low blood glucose of 43 mg/dl. The paramedics were called and had treated the customer on the scene, at their employment location. The customer stated that they treated their low blood glucose with glucose gel, soda, and candy bar. The customer was incoherent so one of their coworkers called the paramedics. The customer was advised that troubleshooting could be performed any time they had issues with the low blood glucose, but the customer stated that they did not have any issues since the reported incident of the low blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.